Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 30. Implant surface not completely covered with bone. On (B)(6) 2019, fracture of the implant was verified. Patient presented with poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and bleeding. No further patient complications were reported.